Manufacturer narrative:
Event year is reported as 2019; exact date of postoperative opal spacer migration is unknown. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a posterior lumbar interbody fusion (plif) procedure to l4-5 and a transforaminal lumbar interbody fusion (tlif) procedure to l2-3-4 to treat the lumbar spondylolisthesis on (B)(6) 2019. The procedure was completed without surgical delay. On an unknown postoperative date, the cage implanted to l4-5 seemed to have backed out through CT scan. On the other hand, the CT scan showed the cage had not reached the spinal canal. Neurological symptoms were not reported. The patient underwent a revision procedure on (B)(6) 2019. After the cage in question was removed, the lesion was curetted. A replacement (2mm larger) was implanted and compressed, and final fixation was completed. Surgeon commented that there was no adverse effect due to the cage's defectiveness. Surgeon also commented that the insertion angle of the cage was steep and the tip of the cage might have interfered with something which was viewed through CT scanned images. Patient's hospitalization has been extended due to the revision procedure. Concomitant device reported: unknown rod (part#: unknown, lot#: unknown, quantity#: 2); unknown polyaxial screw (part#: unknown, lot#: unknown, quantity#: 4); unknown locking cap (part#: unknown, lot#: unknown, quantity #: 4). This report is for one (1) opal spacer 9mmx24mm 10mm height/revolve-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the opal spacer was returned due to implant migration. The visual inspection found no product issues that could have contributed to this clinical finding. Functional test no functional test can be performed to reproduce the complained malfunction. Dimensional inspection dimensions were checked with caliper per drawings overall length specification: 24mm +/-0.2mm, dimension measured: 24.06mm, result: pass. Height specification: 10mm +/-0.2mm, dimension measured: 9.89mm, result: pass. Width specification: 9mm +/-0.2mm, dimension measured: 9.07mm, result: pass. Document/specification review product drawing were reviewed during this investigation. The review of device history record showed that the lot quantity of 30 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Additional review for the raw material revealed no complaint related anomalies. Summary: this complaint description suggests that a device migration did occur and has caused or contributed to the need for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Since no pictures/x-rays were provided the complaint cannot be confirmed. The review of the device history record revealed that this opal spacer was manufactured in august 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency. No product related issues that would have contributed to the clinical finding of implant migration were found and we are not aware of any quality issues for this part and lot number combination. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part 08.803.050s-sterile part, lot number: h694044 , part manufacture date: 08 aug 2018, manufacturing location: elmira, part expiration date: 01 aug 2028, nonconformance noted: n/a . DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of opal spacer 9mm x 24mm 10mm height/revolve - sterile was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 30 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Lot number: h578231 , part manufacture date: 05 may 2018, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tan pin dia 1.2mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 1331 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part number: peekltr120.20, lot number: h574342, part manufacture date: 02 feb 2018, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record for the raw material revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.